Event description:
In preparation for a cryoablation procedure with the visual ice system, while the patient was under anesthesia, the user received an "in compatible hardware" error message. Upon acknowledging the message, another message was received, "temperature warning", followed by a "service due" message. The issue was unable to be remedied, so the case was cancelled. There was no patient injury. The treatment was rescheduled and successfully completed on (B)(6) 2013.